Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test of dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a poyflux 140h, an external dialysate leak was observed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.